Event description:
It was reported that the pump was returned for repair. During physical inspection, it was found that there was a torn downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. However, visual inspection found the downstream occlusion sensor (dso) seal was torn. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.